Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leak proximal to buckle of band" that it was confirmed by the physician at the time of explant. The device was found to have a "leak" when the physician allegedly removed less fluid than the notes indicated the device should have. At a later appointment, the physician tried to remove existing saline from the device but there was allegedly less fluid than the notes indicated the device should have. No diagnostic testing was used to determine the location of the leak. The device was explanted and replaced.